Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was surgically abandoned and replaced due to an unknown reason. No patient consequences were reported.